Event description:
Device 1 of 4. Ref MFR reports: 1627487-2013-13694, 13695 and 13696. The pt reported her charger antenna got extremely hot and she experienced pocket heating while charging that was extremely painful. A new low energy charger was sent to the pt. The pt also reported she feels burning on the inside of her skin at her ipg site at all times. She stated her ipg site is very tender. The pt also reported on (B)(6) 2013 she wasn't receiving effective stimulation coverage. The pt's pain allegedly has increased and her scs system isn't providing any relief. It was noted when the pt turns her stimulation up past one bar, she gets overstimulated and has to turn her system off. In addition the pt reported on (B)(6) 2013 she feels pain along her leads. The pt wasn't interested in reprogramming as she is scheduled to have an epidural injection. The pt's physician believes a new ipg would help the pt. Surgical intervention may be taken at a later date to address the pt's issue. On (B)(4) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.